Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e227(scope communication error) during inspection for use. Involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the reportable malfunction was identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. The most probable cause of image noise was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.